Manufacturer narrative:
(B)(4). Corrected data: lot 13k037 was manufactured october 7, 2013 - october 8, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a folfusor elastomeric device did not infuse. This event occurred during patient use, though no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was received for evaluation. The visual inspection showed no signs of occlusion or blockage that could have caused the reported problem. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. Flow continued without stopping. No signs of flow problem were observed from the unit during the functional test. Based on the evaluation finding, the reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.